Event description:
The MFR received info alleging a ventilator would not power on. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service center, a failure of the device to power on was observed. The failure to power on was caused by the power supply. The malfunction of the power supply would result in the failure of the device to operate on ac power or to charge its internal battery. This particular malfunction for the power supply has only been reported on devices that are being sold internationally for use with 220 volt power sources.